Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited instances of undersensing. Programming changes were suggested. No further information was available.

Event description:
New information received on 1/31/2018 indicates that the device was reprogrammed.